Event description:
Per the clinic, the patient experienced intermittent static and a loud booming sound with the device use on january (specific date not reported). Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.